Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. After connecting sample leads, the lead impedances were in range and the device started immediately to pace. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. There was no indication of a device malfunction. In addition, the impedance measurement functions of the device were extensively tested. Different load resistances were subsequently attached to the pacemaker and the device measurements in bi and unipolar configuration were proven to be normal and as expected. There was no indication of a device malfunction. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to high impedance.